Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for cloudy effluent. Treatment details were not reported. On an unknown date, the patient's pd catheter was removed and the patient was switched to temporary hemodialysis. The patient's recovery status and outcome of the event were not reported. No additional information is available.